Event description:
Caller states the patient tested 6.3 inr on the coaguchek xs system and 3.6 inr on a comparison lab. Caller states they told the patient to hold her coumadin and they will update the patient's dosage based on the meter result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.